Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the case the patient become hypotensive, and cardiac tamponade was confirmed by echo and intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient was moved to the intensive care unit (ICU) for monitoring and spend at least one additional day. It is unknown if the patient had been already discharged. Physician¿s opinion regarding the cause of the adverse event is unknown; however, he did not mention any concern regarding biosense webster inc. (Bwi) products. No bwi product malfunctions were reported. Transseptal puncture was performed with a safe sept transseptal needle. Bilateral pulmonary vein isolation was performed prior to notice the effusion. There was no evidence of steam pop during the ablation. The flow was set within normal parameters for st. No error messages were observed on any bwi equipment during the case. The force visualization features used included graph, dashboard and visitag. The parameters for stability used with the visitag module were stability 60%, tag size 2, time 3 seconds, 8 grams and stability 1.5 mm. No additional filters were used. Surpoint was used prospectively as color option.